Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified the common iliac artery (cia). The 7.0x20 fox cross was delivered and pre-dilatation was successfully performed at the lesion. The fox cross was delivered again for post-dilatation; however, it ruptured at 13 atmospheres. There was no resistance during advancement and removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: radifocus 0.035 1.5j; stent: luminex 8.0x40mm. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.